Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope and dizziness. Loss of capture, high thresholds, high impedance, and lead fracture were noted. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.